Event description:
It was reported that an ilet user experienced hyperglycemia with glucose readings in the high 300s after accidentally announcing a low-carb meal for a high-carb meal, while the pump subsequently delivered corrective insulin and the glucose trend stabilized. The event involved user interaction with the device user interface and did not involve hospitalization. Symptoms included hyperglycemia reaching 401 mg/dl without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and synced device data. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically inaccurate meal announcement via the user interface; the ilet continued to deliver insulin as designed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.